Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the customer experiencing issues with the universal surgical manipulator 1 (usm1) insertion. Tse reviewed the system logs and found no errors. Prior to tse being contacted, the customer decided to switch from usm1, usm2, and usm3 to usm2 and usm4 to finish the surgical procedure. The customer reseated the instrument arm drape with a new one and the reported complaint remained. The customer was completing the surgical procedure with the other three usm arms. There was no troubleshooting done with tse. The customer did not have previous surgical procedures with the usm1 displayed no issues. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and installed onto a known good system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the usm was inspected, and no faults could be identified. Upon visual inspection, the rolling loop was misaligned. The complaint was confirmed based on the field evaluation.